Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had two leads (from the same lot) for off-label use. It was reported the pt experienced discomfort and tightness at the lead site. As a result, the pt underwent surgical intervention on (B)(4) 2014. During the procedure, the doctor cut one of the leads and explanted/replaced it. Follow-up revealed surgical intervention resolved the pt's issue.